Event description:
It was reported that the sys would not fully boot. There is no report of death or serious injury associated with the complaint. This resulted in a loss of imaging functionality.

Manufacturer narrative:
A ge rep evaluated the sys but no conclusion can be drawn as further repair info is not available.